Event description:
According to the information received, patient was catheterized. When staff attempted to remove the catheter, they were unable to deflate the balloon and take the catheter out. This resulted in the patient requiring admission to the urology ward at john radcliff hospital for removal. It has been reported that the removal of this catheter remained difficult. Per report, the catheter was eventually removed with 1.5 mls remaining in the balloon.

Manufacturer narrative:
Four unused devices were returned. The product subject to this complaint has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.